Event description:
The dr claims that the graft was implanted on 8/26/1987, as an axillo-bifemoral bypass and developed pseudoaneurysms. One of the pseudoaneurysms was in the mid-thorax, in the axillary region of the graft, the second pseudoaneurysm was close to the femoral anastomosis. Neither pseudoaneurysm ruptured; the fibrous capsule around the graft maintained integrity. The pt was re-operated in sept 98 and the aneurysmal sections of the graft were replaced with new graft material. The pt in now fine.